Manufacturer narrative:
Pt info: unknown/not provided. Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter: first/given name: full first name not provided. Only first initial of name. (B)(6). The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu) and after implantation of an intraocular lens (iol), the surgeon saw a string around the haptic of the lens. The surgeon removed the string with mcpherson iol forceps and put it into an exam bottle with water. The string is available for return. The lens remains implanted. The patient has fully recovered. No additional information was provided.